Manufacturer narrative:
(B)(4). After further evaluation, based on the fact that this condition will render the device non-functional prior to patient exposure, we consider this event to no longer meet the criteria for a reportable event. Post market vigilance (pmv) led an evaluation of one handle and one adapter opened by the account. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 19 autoclave cycles for both the handle and the adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the subject handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led did not start flashing as intended, indicating that the software did not recognize the presence of a reload. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. A pmv reload was inserted onto the adapter again, and the reload detect led again did not start flashing as intended, indicating that the software still did not recognize the presence of a reload. The adapter was disassembled by engineering for further evaluation. Interrogation noted that the switch was being read as open when it was activation was attempted. Engineering confirmed that two solder joints were cracked on the right side of the switch. Due to the compromised state of the solder joints on that side, the connection of the switch to the board would be compromised and prevent a connection from being made when the switch is depressed. The condition of "reload not recognized" was a result of cracked solder joints between the reload detect switch and mma board. This condition can result from the following: improper solder operation at the vendor location; improper assembly of the sealed switch to the mma board at the vendor location; improper soldering during assembly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one adapter opened by the account. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 19 autoclave cycles for both the handle and the adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the subject handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led did not start flashing as intended, indicating that the software did not recognize the presence of a reload. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. A pmv reload was inserted onto the adapter again, and the reload detect led again did not start flashing as intended, indicating that the software still did not recognize the presence of a reload. The adapter was disassembled by engineering for further evaluation. Interrogation noted that the switch was being read as open when it was activation was attempted. Engineering confirmed that two solder joints were cracked on the right side of the switch. Due to the compromised state of the solder joints on that side, the connection of the switch to the board would be compromised and prevent a connection from being made when the switch is depressed. The condition of "reload not recognized" was a result of cracked solder joints between the reload detect switch and mma board. This condition can result from the following: improper solder operation at the vendor location; improper assembly of the sealed switch to the mma board at the vendor location; improper soldering during assembly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the reload did not function when connected to the adapter. It did not open or close when the buttons were pushed. The blinking light did not illuminate for the reload indicator. A new device was used to complete the procedure. No buttress material was used. There was no injury, delay or adverse event reported.